Event description:
The manufacturer service engineer reported that during service the battery was found defective. The fse reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4).